Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned but no date has been scheduled yet.

Event description:
The recipient reported that as of 7 days earlier, she no longer had hearing benefit with the device. There was no report of an accident or trauma. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported that as of 7 days prior, she no longer had hearing benefit with the device. There was no report of an accident or trauma.

Event description:
The recipient reported that as of 7 days earlier, she no longer had hearing benefit with the device. There was no report of an accident or trauma. The user has been re-implanted. The device has been requested but not yet made available.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been re-implanted but the device has not been received for investigation yet.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported that as of 7 days earlier, she no longer had hearing benefit with the device. The recipient has been re-implanted on (B)(6) 2018.